Event description:
Vns patient passed away. It was reported that the patient was found dead at their home. Cause of death is unknown at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Autopsy is pending.